Manufacturer narrative:
.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant or time of rupturing is unknown. It was reporter that approximately 48 months post stent graft implant the patient presented emergently to the hospital with a ruptured aneurysm. The CT demonstrated that the stent graft had migrated with a type I endoleak, resulting in rupturing of the aneurysm. There was no attempt to repair the ruptured aneurysm where the patient had presented emergently; the patient was then flown to a second hospital for repair. The patient did not survive the fight to the second hospital.